Event description:
Allegedly, per a summons, received by karl storz endoscopy-america, inc., the plaintiff's deceased sister underwent a robot-assisted procedure at (B)(6) where a morcellator was used. The procedure caused dissemination of cancer, she suffered and died from, which was diagnosed five months later at the time of her second laparotomy in (B)(6) 2011. Both (B)(4) and karl storz were named in the lawsuit.

Manufacturer narrative:
There was no indication in the summons which manufactures' morcellator was used, or any malfunction of the device.